Event description:
Invacare (B)(4) was informed by respiratory clinician - (B)(6) on the (B)(6) that a patient using this concentrator had passed away and the family suspected that the unit may have had a fault as they heard some beeping. The information that was provided by (B)(4)) rep. Was that mr. (B)(4) had gone outside and passed away shortly after he came back in. The family said they heard a beep that they thought it was the oxygen concentrator and assumed that it was not working correctly. Invacare informed the biomedical staff at (B)(4) who advised invacare to collect unit and run test in presence of (B)(4) bomedical staff. Invacare made contact with the family to arrange collection of unit and was told that it had been taken by police. To date invacare has not been able to inspect the unit to ascertain if there were any faults. Invacare has kept the dhb informed of all our actions and have been told that no further input is required by them until a coroner's report has been filed. (B)(4) was notified by invacare (B)(4) on (B)(6) 2015. Invacare u.s. Was notified by invacare (B)(4) on (B)(6) 2015. The platinum concentrator is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. So a MDR will be filed with the FDA.